Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 118 mg/dl, 338 mg/dl, 64 mg/dl and 50 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was experiencing some hypoglycemic symptoms during the time of testing. Reporter stated that she self-treated by eating. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated that she is no longer using the strips from the incident and, so no product may be sent back for evaluation.